Event description:
It was reported that the customer's insulin pump alarmed motor error and no delivery several times. It was stated that the alarms occurred in the past, but the customer did not call before. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. However, the motor was tested outside the device and passed. The device was received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.